Event description:
The patient had a 2.25 mm diameter x 30mm length endeavor rapid exchange (rx) drug eluting stent implanted at the cx during the index procedure. It was reported that patient death occurred approximately 2 years 10 months from the index procedure. It was reported that the patient suffered a massive cva and cause of death was cva. Investigator indicated that event was not related to the study device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (death & cva/stroke). (B)(4).

Event description:
Cause of death was reported as intracerebral hemorrhage. Investigator reported that the event was unrelated to the study device.